Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event: date unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: february 7, 2006. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The hardness was measured at the time of the manufacturing between 45.0-48.0 hrc and was found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the issue occurred prior to a case. As a back-up device was available and used for the procedure, no patient involvement is assessed for this case.

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: the drawings were found suitable to determine the intended device design, application and dimensional conformity. The product was received under the complaint condition ¿missing component/feature¿. The returned instrument was examined and the complaint condition was confirmed. The pin which connects the ratchet mechanism spindle to the instrument¿s handle was lost and not returned. As such, the locking mechanism is unable to function. The instrument shows signs of laser tacks which were intended to secure the pin; however, over the lifespan of the instrument (10 years) they ultimately failed. The current revision notes that the missing pin is 360 degree laser-welded into place. A vertebral body spreader (pdl114 lots 5198635) was returned with the complaint condition of missing the pin which connects the ratchet locking mechanism to the left handle. The returned instrument was examined and the complaint condition was able to be confirmed. No definitive root cause was determinable; however the failure mode is consistent with wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported a synthes alif spreader is missing a screw that is necessary for utilization of the device. No additional information was provided. This report is 1 of 1 for (B)(4).